Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy. Device was explanted and replaced. Patient was stable before, during and after the event. No further information.

Manufacturer narrative:
The reported inappropriate hv therapy was confirmed in the laboratory. Review of the device image and stored egms noted noise due to a lead issue that led to hv therapy. The device was tested on the bench and no anomalies were found.